Manufacturer narrative:
H.6 added medical device problem code. The investigation has been completed. Difficult to open/close catheter anchor or touhy: clinical details reported the tuohy borst was broken. Tech re tightened and appeared to be locked down now but there was fear to twist any further. The cause of the issue was not established as no product was returned and limited information was provided. Product damage (pump crack): the intensive care unit team said the tuohy borst was broken. The cause of the issue was not established as no product was returned and limited information was provided. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient with acute myocardial infarction/cardiogenic shock was placed on impella cp support. The team in the intensive care unit noticed that the tuohy borst was broken. A technician came and re-tightened it and it appeared to be locked down. The patient continued on impella support, but a decision was made to withdraw care and the patient expired.